Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali vena cava filter products that are cleared in the us. The 510 k number and pro code for the denali vena cava filter products are identified. Accordingly, this event has been determined to be MDR reportable. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event involving two (2) devices. A review of the events indicated that two (2) model dl900j vena cava filters limbs were allegedly crossed upon deployment in the ivc. It was further reported that the filter was functional and left in place. This report was received from one source. This event involved one patient whose age, weight and gender were not provided. This patient had no reported patient injury.